Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault code logged in the memory. Physio replaced the programmed system control pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Customer reported that the device failed the user test and logged a fault code in memory that indicated a potential critical failure. There were no reports of pt use associated with this event.